Event description:
Healthcare professional reported "lobulated contours, presence of folds", "rupture", "periprosthetic liquid", and "lymphatic glands increased in size, rounded and with presence of silicone in its interior". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.